Manufacturer narrative:
The reported complaint was confirmed. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-ogden adapter and blood port caps. The fibers were wet with indication of blood contamination. Coagulated blood was noted with each header cap. Gross visual examination did not identify any defects or damage on or within the returned dialyzer. The screw flanges were assembled properly and fully engaged onto the housing: the silicone o-rings within the screw flanges were seated correctly and did not present any damage. There was no foreign objects identified within the assembled headers. The polyurethane potting material remained intact. The polycarbonate molded components did not possess any damage or defects that would have caused improper mating between parts or affected the physical integrity of the dialyzer unit. The returned sample was subjected to a laboratory bubble test where an internal leak was not observed due to coagulated blood within the bubble caps. The dialyzer was subjected to a destructive laboratory test. The bundle was removed from the dialyzer housing and submerged in a water bath while a low air volume was pumped through the fibers. The investigator was able to isolate and visually confirm a short fiber. The short fiber was noted on the cavity ID end at 90.0 degrees (with the dialysate ports at 0.0 degrees). An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 200ml. The patient had no adverse effects and no medical intervention was required. Hemoglobin (hgb) was drawn as a precaution. The patient completed treatment with a new set-up. Sample has been returned to manufacturer for evaluation.